Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2491, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer was a mother to 6 beautiful children and after her family of 5 boys was complete with addition of her daughter in 2013 she was implanted with essure. Shortly after, her health started to decline. She began having problems thinking and remembering, a state of brain fog some would call it. She was severely fatigued. She was not feeling like herself. She had problems with her vision; she has been to numerous optic neurologist. She had horrible periods and cramps which she has never experienced prior to essure. Her stomach was bloated after each meal, she looked like she was 6 months pregnant. She has gained 30 pounds since her implant. Her personal sexual relationship with her spouse has suffered. Consumer had shooting pelvic pains when she moved certain ways. She also had numbness and tingly in her legs. She developed a rash that would not go away. It was on her arms, torso and legs; she believed this was a nickel allergy rash. She started having diarrhea that never left. She went from 1 bowel movement a day to 4-7 loose bowels every single day. She has had a spinal tap, MRI and numerous test to figure out the cause of all these symptoms, coming up empty handed every time. She strongly believed that the essure device was to blame for most if not all of her symptoms. Every one of these symptoms started just shortly after she got the device. She was due to have a hysterectomy on (B)(6) 2015. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented shooting pelvic pain which started just shortly after the device placement. She had a hysterectomy scheduled at the moment of report. This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that pelvic pain may occur during essure use, causality with suspect insert cannot be excluded and since an intervention will be required, this case is regarded as incident. Additionally non-serious events were informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.